Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced infusion set leakage event on (B)(6) 2025 which led to high blood glucose level with value of 500 mg/d with increase in ketone bodies as well. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011930, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 24-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6011930". No further statistical trending analysis is required. Test results: no sample was provided, as in metioned in the report. Device history record (DHR) review: the lot 6011930 was manufactured according to the work instruction (wi) version 75 and manufactured in the inset 6 on 25-feb-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. 2 nc was identified [?]delaminated tape; and [?]contamination grease' however its not related to the malfunction code. No deviation was identified. Gluing tube the lot 5b00209 was manufactured according to the wi version 66 and manufactured in the sc09 on 20-feb-2025, with a total of 23,800 units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, 2 non-conformances (nc) raised during production unrelated to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.